Event description:
It was reported that connector sleeve was unable to be connected to the left ventricular (lv) lead during the implant procedure. The physician alleged a malfunction on either the connect sleeve or the lv lead, but was not sure which product caused the event. The lv lead was implanted successfully and the patient was in stable condition.